Event description:
The account stated one patient generated false positive architect troponin-I result of 4000 ng/l who tested troponin-t negative. The laboratory uses an architect troponin-I cutoff of <30 ng/l. Additionally, the patient had elevated circulating rf. The account is questioning if the false positive architect troponin-I result is due to heterophilic antibody. No impact to patient management was reported.

Event description:
Additional patient testing data provided: (B)(6) 2012: architect troponin-I of 3995.4 ng/l; cpk of 23 u/l (cpk normal range 29 -168 u/l); (B)(6) 2012: architect troponin-I of 4222.8 ng/l.

Manufacturer narrative:
Patient birthdate added to patient information. Additional patient testing data added to describe event. An evaluation is in progress. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
(B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
A 12 month review of ticket trending was performed for the likely cause lot with no atypical complaint activity for this issue. Accuracy testing was completed using retained kits of reagent lot 04032un12. Acceptance criteria was met, which indicates acceptable product performance. Additionally, the returned patient sample was tested for dilution linearity using the likely cause lot and the results showed signs of interference. Due to insufficient volume the returned patient sample could not be tested with a heterophilic blocking tube (hbt) reagent to determine if heterophilic antibodies were present. The architect stat troponin-I package insert was reviewed with adequate information in the limitations of procedure section. A deficiency was not identified as panel testing shows that the likely cause lot performs per specification. No malfunction has occurred since the patient sample testing indicated the presence of an interfering substance.